Manufacturer narrative:
Customer rebooted system, system is operating as intended. (B) (4).

Event description:
The customer reported the system is displaying a low ma error. No pt injury was reported.